Event description:
It was reported that the pt was feeling stimulation in the wrong location. The symptoms occurred when the neurostimulator was turned on. There was no known incident or accident related to the event. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).